Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up on (B)(6) 2017. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2018, the patient was brought into the clinic to reassess the device. The device replacement was discussed but has not been performed yet. The patient would continue to be monitored.

Event description:
New information on (B)(6) 2018 stated that the device was explanted and replaced successfully on (B)(6) 2018. The patient was stale throughout the whole procedure.

Manufacturer narrative:
The reported field event of diagnostic anomaly could not be confirmed. The device was tested on the bench and the analysis of the device determined backup occurred after explant due to low battery voltage which is consistent with low battery voltage at low temperatures.

Manufacturer narrative:
Correction: premature elective replacement indicator.

Event description:
New information on 02/27/2018 stated that the device did not exhibit premature battery depletion, the elective replacement indicator (eri) was falsely triggered.